Manufacturer narrative:
(B)(4). Unable to perform displacement test due to missing retainer ring and failed the self test due to pump error 63, however, passed the active current test, sleep current test. Successfully utilized thus to download history/trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Looking into download history pump error 63 alarm was noted during testing on 12/07/2022 13:36:56.000(line number = 367, file number = 37) with variable 3 due to cracked solder joints on u1 chip on keypad. No failed battery test alarm noted during test or found in pump downloaded history on event date. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, missing display window/cover, cracked case, cracked case-corner of belt clip rails, label damage(serial number label fading/peeling) and battery tube threads - cracked. Pump error 63 was confirmed due cracked solder joints on u1 chip on keypad. Missing retainer ring confirmed, however, failed battery test not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated that they were stuck in loop when they were trying to insert new battery. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The device was returned for analysis.